Event description:
A consumer implanted for spinal pain reported seeing an informational power on reset (por) message on their recharger and patient programmer (pp) after recent medical testing or emi environmental exposure. Troubleshooting was performed which allowed the por to be cleared. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.